Manufacturer narrative:
Siemens has confirmed bacterial contamination in chemistry wash lot rd41041. A positive bias will be observed on ctni, ltni, tsh, pbnp and lpbn and a negative bias will be seen on ft4 when this lot is first placed on the instrument without recalibration of methods. Recalibration of these assays when using this lot will not correct the problem and may cause falsely high or low results. Siemens issued an urgent medical device recall dated (B)(4) 2014, communication # (B)(4), to all accounts who had received the impacted lot. Customers were advised of the immediate remedial actions to be taken by the customer: immediately discontinue use and discard all inventory of chemistry wash lot rd41041. - if this lot was never in use on the instrument, no further action is needed. - if this lot had been in use: place an alternate lot of chemistry wash on the dimension system. Prime the new bottle of chemistry wash 30 times. Recalibrate the ctni, ltni, tsh, ft4, pbnp and/or lpbn assays using the alternate lot of chemistry wash onboard. For the listed assays, process quality control every 8 hours. In the urgent medical device recall communication it was stated that siemens was shipping replacement product at no charge for all orders filled with lot rd41041. As an additional precaution, a siemens customer service engineer would be making a visit to decontaminate the system(s) of customers who have used lot rd41041. A siemens customer service engineer was dispatched to the site and performed a decontamination on (B)(6) 2014. The issue was resolved after decontamination and switch to chemistry wash lot rd41201.

Event description:
Falsely elevated troponin I (ctni) results were obtained on qc and patient samples with chemistry wash lot rd41041 on the dimension instrument. . Patient results were reported to physicians. Patient samples were rerun after an alternate lot of chemistry wash was placed on the instrument and lower results were obtained and reported. Patient treatment for one patient was altered or prescribed on the basis of the falsely elevated troponin I (ctni) results. A catheterization was performed on one patient. There was no report of adverse health consequences as a result of the falsely elevated troponin I (ctni) results or diagnostic procedure.